Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 at 7:20 pm she activated a new pod and her blood glucose and insulin history for the following days is as follows: time: 10:00 pm, bg (mg/dl): 192, bolus (u): 3.05. Time: (B)(6), 2:22 am, bg (mg/dl): 300. She deactivated the pod and noticed the cannula was kinked.